Event description:
There was a spark/flame from the cautery pencil during t & a surgery causing a superficial burn to the nasopharyngeal area of the pt. The surgery was completed without incident. Recovery was without incident and the pt was discharged the same day of surgery with no residual effefcts apparent or expected.